Manufacturer narrative:
The reported events were lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The reported lead was explanted and replaced on